Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by first recommending techniques for pressing the button more effectively and then removing the pump from its protective case to test further. Despite these efforts, the issue persisted, leading to the decision to replace the pump under warranty. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address for the replacement, instructed the customer on putting the pump into storage mode, and explained how to return the faulty pump using a pre-paid label.